Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in a concentric, 90% stenosed superficial femoral artery, the fox plus 6.0 x 40 mm balloon ruptured during the third inflation at 10 atm. Reportedly, a pinhole rupture was noted. There were no reported adverse patient sequelae. No additional information available.